Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulse field ablation catheter was selected for use. During catheter preparation, when the catheter was opened, a white substance was found on the catheter handle. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was disposed of and therefore will not be returned for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.